Event description:
The lay user / patient contacted lifescan on (B)(6) 2012, alleging inaccurate high reading and erratic readings on his one touch ultra mini meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to the patient to obtain further clinical information. The following was based on the initial call placed on (B)(6) 2012. The patient mentioned that on (B)(6) 2012 at 3:00pm the patient tested his blood glucose on his lfs meter and obtained a 196 mg/dl. He felt that the reading was too high. The patient did not take any action after obtaining the 196 mg/dl on his meter. Less than 30 minutes later, the patient loss balance and was taken to the ER at 3:45pm. It was noted that the patient was tested on another device and obtained a 394 mg/dl and received something to drink, shots from an hcp. No further clinical information was provided about the incident. The patient also mentioned that at 5:30pm he tested on his lfs meter and obtained a 68 mg/dl and a 423 mg/dl and the readings were within 20 minutes from one another. He felt that the readings were erratic. The condition of the patient's testing supplies is unknown. The products were replaced. At this time the complaint is being reported since the patient alleged that due to the inaccurate results on his meter, he developed symptoms and had to receive medical attention in the ER.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.